Manufacturer narrative:
H2/h3: product analysis as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within an opened pipeline flex shield outer carton and inner pouch; and within a dispenser coil. The pipeline flex shield was returned within the phenom 27 catheter. Damage location details: the pushwire was retuned extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from phenom 27 catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at proximal as the proximal end of pipeline flex shield braid was found fully opened and damaged . However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted the patient's vessel tortuosity was normal and the pipeline had not been placed in a vessel bend when it failed to open. Which eliminated these factors out as potential causes. Additionally, the pipeline flex shield and phenom 27 catheter could not be confirmed to have resistance during delivery as no defect was found with pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex did not open from the proximal end during deployment however there was no adverse impact on the patient. The defective device was subsequently withdrawn and the procedure was successfully completed by deploying another pipeline device. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery posterior communicating artery ju nction aneurysm with a max diameter of 3.9mm and a 2.5mm neck diameter. Landing zone: 3.03mm and proximal: 3.75mm. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. P2y12 reaction units (pru) level was 180 brillinta and 300 aspirin. Post procedure angiography showed good wall apposition of the flow diverter with preserved distal flow <(>&<)> satisfactory contrast statis within the aneurysm. Ancillary devices include a ballast - balt sheath, polaris 070 guide catheter, phenom 27 microcatheter, syncro guidewire.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the procedure was completed using another pipeline flex device. The cause of the event was not determined. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices attempted to open the pipeline. The information has been confirmed/ provided by the physician. Additional information was received reporting that the lesion characterizes provided was only described as an internal carotid artery. The cause of the event was not determined. Resistance occurred in the distal segment of the catheter. No damage was noted for the pipeline pushwire or the catheter. All the information has been confirmed/provided by the physician.